Event description:
Spontaneous call. Spoke with patient for monthly uptravi consult. Patient reported being in the hospital from (B)(6) 2021 in the cardiac care unit. Patient received uptravi while in the hospital. No doses were missed. Her pacemaker stopped working and she flat lined. The medical team revived her, and she is currently feeling weak but is doing okay at home. The patient stated the medication didn't cause any of this, it was the device. Her doctor is aware. No other information is known. Reported to (B)(6) by pt/caregiver.